Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the clip however the clip would not hold. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4).